Event description:
A nurse reported an intraocular lens was exchanged due to diplopia. The pt was reported to have only one eye. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/02/2010, 12/06/2010, and 12/14/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).